Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The alleged femoral neck shortening (fns) could not be confirmed, since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient medical history, the event circumstances, radiographs and the involved device(s) must be available in order to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of literature published by the department of orthopaedic surgery, anam hospital, korea university college of medicine, south korea. The title of this report is ¿posterior fully threaded positioning screw prevents femoral neck collapse in garden I or ii femoral neck fractures ¿, published on january 24, 2020, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.injury.2020.01.032. This report includes an analysis of the clinical data that was collected on 121 patients and the cases in this study range from january 2010 to november 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced severe femoral neck shortening (fns). The report states, ¿fig. 3. A case of severe femoral neck collapse of a garden I femoral neck fracture fixed with partially threaded screws is shown. A. A garden I femoral neck fracture is seen in a (B)(6) female. B. Immediate postoperative radiographs c. Fracture healing with severe femoral neck collapse at 8 months postoperatively.¿

Manufacturer narrative:
Correction: please refer to h6 results & conclusion codes. This complaint has been generated based on findings discovered during the post-market surveillance literature review. The alleged event of femoral neck shortening could be confirmed, with the help of the images of x-rays referred to throughout the literature study. Based on the available information and the available x-ray, it can be said that the root cause of the issue is patient-related factors, femoral neck shortening is not related to the device, and likely the main root cause is the poor, osteopenic bone structure in this case. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of literature published by the department of orthopaedic surgery, anam hospital, korea university college of medicine, south korea. The title of this report is ¿posterior fully threaded positioning screw prevents femoral neck collapse in garden I or ii femoral neck fractures ¿, published on january 24, 2020, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1016/j.injury.2020.01.032. This report includes an analysis of the clinical data that was collected on 121 patients and the cases in this study range from january 2010 to november 2018. During the review of the literature, it was not possible to establish a specific device detail, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced severe femoral neck shortening (fns). The report states, ¿fig. 3. A case of severe femoral neck collapse of a garden I femoral neck fracture fixed with partially threaded screws is shown. A. A garden I femoral neck fracture is seen in a 72-year-old female. B. Immediate postoperative radiographs c. Fracture healing with severe femoral neck collapse at 8 months postoperatively.¿